Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. A visual examination of the device revealed biological material from use on the distal tip and an indention in the teflon pad. The device passed initial, button (x10), and pedal testing. To determine if the device was getting too hot, the device was activated with a max setting of 5 for a period of 30 minutes. The device was activated in 10 second intervals and the temperature of the distal 7cm of the tip and shaft was measured in 5 minute intervals. The maximum temperature recorded for the device was 36.8c. As the measured distal tip temperatures are less than the average body temperature of 37c, it is unlikely that the tip including the shaft could have caused a burn when the device was not activated. However, the distal tip can cause a burn if the blade has residual heat due to clinical use. Sss's instructions for use state: "the use of these instruments requires a thorough understanding of the techniques and principles of laser, electrosurgical, and ultrasonic procedures. Inappropriate use may result in shock and burn hazards to both patient and medical personnel or damage to the device or other medical instruments." "While not in use, the instrument's blade should be kept out of contact with the patient, drapes, or flammable materials in the case that accidental activation occurs." "During prolonged activation, the blade, the clamp arm, and the distal end of the shaft may become hot. At all times avoid unintended contact with tissue, drapes, surgical gowns, or other unintended sites." "Avoid inadvertent contact with all exposed blade surfaces and surrounding tissue as the entire exposed blade tip will cut/coagulate tissue when activated." "Avoid incidental and prolonged activation against solid surfaces (such as bone), which may result in blade heating and/or blade failure." "Use a higher power level for greater tissue cutting speed and a lower power level for greater coagulation. The amount of energy delivered to the tissue pad and resultant tissue effects are a function of numerous factors including the power level, blade characteristics, grip force, tissue tension, tissue type, pathology, and surgical technique." The device history record for the returned device indicates that the complaint device passed all applicable inspections and tests prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported that during a procedure the "staff saw energy conduction down the shaft" of the ultrasonic scalpel. This then produced "a cautery affect on the uterus." There was no patient harm reported by the user facility.